Event description:
It was reported that the user was unable to progress past the fill tubing step on the ilet, despite restarting via the app, and video review confirmed a delaminated screen consistent with a hardware failure of the display assembly; replacement was arranged, addresses verified, delivery timeline relayed, return within one week confirmed, shutdown guidance provided, and education given that data will not transfer and that the user may continue cgm with dexcom g7. Symptoms included hyperglycemia with a peak of 275 mg/dl. Outcomes elevated blood glucose. Investigation included remote visual assessment of the device via user-provided video and troubleshooting with education. Investigation of this case revealed a confirmed display delamination causing inability to navigate setup, consistent with a screen/component integrity failure. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to screen delamination.